Manufacturer narrative:
Concomitant medical devices: d224drg ICD, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial lead had high impedance and was programmed off. The lead was noted to be capped approximately 6 years later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.